Event description:
The customer reported the touchscreen has intermittent response. The ventilator was being set up for use at the time of the event. Customer states unit in respiratory has intermittent touchscreen response. In biomed room, they are not able to duplicate the complaint. All parameter changes are accepting commands via touchscreen. The remote service engineer (rse) instructed customer on performing touchscreen calibration. Customer performed touchscreen calibration successfully. Unit is operating normally. All parameter changes are good. The rse advised customer to clean screen and return to use.